Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was electrocuted and as a result the lead dislodged. Surgical intervention was performed to reposition the lead.